Event description:
It was reported that pump experienced malfunction alarm with code malf 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Caller had already reset pump before contacting support, malfunction did not recur after reset, and support advised customer to continue using pump and to call back if malfunction alarm happened again, which caller acknowledged and understood.